Event description:
During carotid endarterectomy on a (B)(6) female, the internal carotid artery was sutured with gore-tex suture a nd cv-7 after dissection. Surgiflo was applied to manage oozing from the needle holes, and pressure was applied with bemsheets, then the area was washed 40 seconds after application to confirm hemostasis was complete. After the procedure, thrombus and occlusion of the internal carotid artery were observed. The patient's head was opened, and the cerebral hemisphere was removed. The surgeon commented that he had not identified surgiflo as the cause. However, he wants to know if surgiflo can cause thrombosis, although it could be caused by the intraoperative endarterectomy. The patient is now hospitalized and under observation after the cerebral hemispherectomy. Surgeon's comments: although it is not certain that the surgiflo was the cause, it is possible that surgiflo entered the blood vessel through the needle hole and coagulated the blood, creating a thrombus because of its high hemostatic power. Other contributing factor: injury during endarterectomy operation. Medical history: anticoagulants and heparin were administered preoperatively. The present event concerns the possible contribution of surgiflo in thrombus formation post-operatively a carotid endarterectomy, triggering a cerebral hemispherectomy. Thrombus and plague formations are common in the age-group of this patient, which are likely to be the one of the main triggers for the plaque formation and operation in the patient's anamnesis. It is however unknown if there are other factors as well. Also, during removal of a plaque it is a possibility that not all has been removed, and a piece of plaque has been torn off. In the case of a plaque in the carotid artery, this will travel to the brain, likely to cause an occlusion/stroke. Stroke, whether originating from this plaque or otherwise, is one of the main risks associated with carotid endarterectomies. Hemostatic agents are routinely used in vascular surgery to complement proper suture techniques, and as mentioned by the surgeon, it is likely not the surgiflo that caused the thrombosis, as this would need to enter the vascular system. Firstly, entering through a needle-hole is unlikely due to the bare size and the consistency of the surgiflo, and secondly, it would need to enter against arterial pressure, which is improbable. It is therefore unlikely that surgiflo was the cause of the thrombosis, but rather due to the intraoperative endarterectomy procedure combined with the patients age and disposition to plaque formation. The patient was on anticoagulants and heparin, which are considered normal during these procedures. It must be noted that a hemispherectomy is a rare surgical procedure within the majority are performed on young and/or epileptic patients, and why this was chosen in this event is not mentioned. Based on the above information, it is unlikely that surgiflo is causal to incident, however, it cannot be excluded to have a contributary role. (B)(4).

Event description:
During carotid endarterectomy on a (B)(6) female, the internal carotid artery was sutured with gore-tex suture a nd cv-7 after dissection. Surgiflo was applied to manage oozing from the needle holes, and pressure was applied with bemsheets, then the area was washed 40 seconds after application to confirm hemostasis was complete. After the procedure, thrombus and occlusion of the internal carotid artery were observed. The patient's head was opened, and the cerebral hemisphere was removed. The surgeon commented that he had not identified surgiflo as the cause. However, he wants to know if surgiflo can cause thrombosis, although it could be caused by the intraoperative endarterectomy. The patient is now hospitalized and under observation after the cerebral hemispherectomy. Surgeon's comments: although it is not certain that the surgiflo was the cause, it is possible that surgiflo entered the blood vessel through the needle hole and coagulated the blood, creating a thrombus because of its high hemostatic power. Other contributing factor: injury during endarterectomy operation. Medical history: anticoagulants and heparin were administered preoperatively. The present event concerns the possible contribution of surgiflo in thrombus formation post-operatively a carotid endarterectomy, triggering a cerebral hemispherectomy. Thrombus and plague formations are common in the age-group of this patient, which are likely to be the one of the main triggers for the plaque formation and operation in the patient's anamnesis. It is however unknown if there are other factors as well. Also, during removal of a plaque it is a possibility that not all has been removed, and a piece of plaque has been torn off. In the case of a plaque in the carotid artery, this will travel to the brain, likely to cause an occlusion/stroke. Stroke, whether originating from this plaque or otherwise, is one of the main risks associated with carotid endarterectomies. Hemostatic agents are routinely used in vascular surgery to complement proper suture techniques, and as mentioned by the surgeon, it is likely not the surgiflo that caused the thrombosis, as this would need to enter the vascular system. Firstly, entering through a needle-hole is unlikely due to the bare size and the consistency of the surgiflo, and secondly, it would need to enter against arterial pressure, which is improbable. It is therefore unlikely that surgiflo was the cause of the thrombosis, but rather due to the intraoperative endarterectomy procedure combined with the patients age and disposition to plaque formation. The patient was on anticoagulants and heparin, which are considered normal during these procedures. It must be noted that a hemispherectomy is a rare surgical procedure within the majority are performed on young and/or epileptic patients, and why this was chosen in this event is not mentioned. Based on the above information, it is unlikely that surgiflo is causal to incident, however, it cannot be excluded to have a contributary role. (B)(4).